Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product. No image or procedure video was provided for review. Verification of the product and event details via system logs cannot be performed at this time because there is insufficient product information. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the force bipolar instrument's jaws would not open and it could not be removed from the port with no evidence or claim of mishandling or misuse. Medical intervention may be required in the event that the force bipolar instrument fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the events to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the force bipolar instrument would not open and it could not be removed from the port. No fragment fell into the patient. The site continued to complete the procedure as planned with no reported patient injury. Intuitive surgical (is) made multiple attempts to contact the reporter to obtain additional information about the complaint; however, attempts were not successful.